Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid on several conductors at various locations throughout the lead and in/on the sleevehead and in/on the helix. The inner tubing was kinked/buckled and cut. The outer insulation was breached cut. The outer tubing overlay was breached cut. The tip seal was observed to be out of position. The lead was damaged at implant. The analyst noted that the helix extends and retracts within product specification.

Event description:
It was reported that the helix had difficulty extending and retracting. The lead was explanted and replaced. No patient complications have been reported as a result of this event.